Event description:
Additional information indicates that the right lead was fractured, not allowing the patient to enter MRI mode. Surgical intervention was undertaken on 10mar2025 wherein the right lead was replaced to address the issue. Therapy was restored post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. Reprogramming has been unable to resolve the issue. As a result, surgical intervention involving replacement of right extension was undertaken to address the issue. The ineffective therapy persisted with the replacement of the dbs extension. As a result, surgical intervention involving replacement of right lead may be undertaken again to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Correction: b5 - effective therapy was restored, replacement is intended to correct high impedance. Correction: d10 - the anchors were not implanted and should not have been populated. Ipg was added to list.

Event description:
Additional information indicates that the patient received effective therapy post-operatively following the extension revision. Additional surgery may be undertaken to address the impedance on the lead.